Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, it was confirmed that there were traces of dirt and protective covers on the surface of the tray. It was also confirmed that the blister pack had been slipped out of place. The tray was used as it was. The surgery was completed successfully within 30 minutes delay. The adverse event to the patient is not reported. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.